Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Healthcare professional reported left side "implant malposition", "the left implant was sitting 10 to 15 mm higher than the right implant", "left breast pain" and "capsular contracture baker grade iii/IV affecting the lower portion of the breast capsule on the left side causing the superior positioning of the left breast implant", "the capsule was stuck down very adherent to the underlying intercostals and concerned about a possible pneumothorax". The event "pneumothorax" is not related to the device. The device has been explanted. Treatment: capsulectomy and device explant. Healthcare professional reported "cauterized benign dense hyalinized fibrous tissue with chronic inflammation", "left breast capsule specimen consists of multiple unoriented irregular fragments. Largest fragment shows one surface which is ragged and shows attached skeletal muscle and fibroadipose tissue with cautery marks and the opposite surface is white-tan and smooth with areas of scar-like appearance".